Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Images showing the used device were provided, however, the reported event could not be confirmed on the basis of these photos. As no physical sample was returned, a guide wire patency test could not be performed. On the basis of the images, a detachment of the guiding tube from the oval handle which may be related to the reported failure to advance the guide wire through the system could be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A detachment of the guiding tube may because either by high friction force or rough handling of the device during the attempt to advance the guide wire through the delivery system. Improper flushing of the device may be another potential contributing factor to increased friction. A hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. The use of a damaged or inappropriately sized guide wire also may lead to the reported event. In this case, no information regarding the guide wire used was provided. On the basis of the limited information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." Also the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." In addition, the IFU indicates that the bard e-luminexx vascular stent is only compatible with a 0.035" (0.89 mm) guide wire.

Event description:
It was reported that the delivery system failed to advance over a guide wire. There was no patient involvement.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient or procedural details to bard. PMA 510(k): although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that the delivery system failed to advance over a guide wire. There was no patient involvement.